Event description:
An anesthesiologist was inserting the arterial line and the catheter covered needle was inserted into the artery. The wire was advanced, then the catheter, with pressure was held on the artery. When the anesthesiologist withdrew the needle from the catheter, the plastic hub of the needle disengaged from the needle, leaving the needle in the catheter and only the hub in his hand. They were barely able to see that the needle was still in the artery, and the needle was retreived with a mayo clamp.